Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the devices said to be involved were not provided to cook for evaluation. However, three sealed devices were returned from the same lot number. A product evaluation was performed on the sealed devices returned. Our laboratory evaluation of the first returned product from the lot that was said to be involved confirmed the report. The device returned was sealed with all ligator components present. During our laboratory analysis, the multi-band ligator (mbl) device was attached to an endoscope that was placed in a simulated gastrointestinal position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The mbl barrel was attached onto the end of the endoscope. Simulated varices were placed at the end of the barrel, vacuum pulled, and each latex band was fired. All six (6) bands fired onto simulated varices; however, they did not constrict immediately and securely attach themselves to the varices as intended. A visual examination of the device was performed. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location, examined using magnification, found to be correctly filled, and had no evidence of excess flash. The length of the trigger cord was measured and found to be within the specification. The trigger cord was intact. Our laboratory evaluation of the second product from the lot that was said to be involved could not confirm the report. The device returned was sealed with all ligator components present. During our laboratory analysis, the mbl device was attached to an endoscope that was placed in a simulated gastrointestinal position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The mbl barrel was attached onto the end of the endoscope. Simulated varices were placed at the end of the barrel and vacuum pulled and each band was successfully fired [bands constricted]. A visual examination of the device was performed. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location, examined using magnification, found to be correctly filled, and had no evidence of excess flash. The length of the trigger cord was measured and found to be within the specification. The trigger cord was intact. Our laboratory evaluation of the third product from the lot that was said to be involved confirmed the report. The device returned was sealed with all ligator components present. During our laboratory analysis, the mbl device was attached to an endoscope that was placed in a simulated gastrointestinal position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The mbl barrel was attached onto the end of the endoscope. Simulated varices were placed at the end of the barrel, vacuum pulled, and each band was fired. All six (6) bands fired onto simulated varices; however they did not constrict immediately and securely attach themselves to the varices as intended. A visual examination of the device was performed. The trigger cord was examined and all (twelve) 12 deployment beads were present. The beads were verified for correct location, examined using magnification, found to be correctly filled, and had no evidence of excess flash. The length of the trigger cord was measured and found to be within the specification. The trigger cord was intact. Inadequate storage conditions (excessive light and heat), sterilization and/or expired bands could contribute to the properties exhibited during the product evaluation. The lot number associated with this complaint was researched to determine the manufacturing date of the bands. The vendor lot number of the amber bands was found to be november 2015. The vendor lot number of the black bands was found to be april 2016. We can conclude from these dates that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Per the latex band supplier, if properly stored, latex bands can maintain its specification properties for five years or longer. The bands should be stored in containers, which are sealed from airflow and light. In the additional information provided, the user mentioned that the varices were reasonably small in size. As a precaution the instructions for use state: "band ligation may not be effective when applied to small varices." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Inadequate storage conditions (excessive light and heat), sterilization and/or expired latex bands could contribute to the properties exhibited during the product evaluation. The lot number associated with this complaint was researched to determine the manufacturing date of the bands. We can conclude from these dates that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. Per the band supplier, if properly stored, bands can maintain its specification properties for five years or longer. The bands should be stored in containers, which are sealed from airflow and light. In the additional information provided, the user mentioned that the varices were reasonably small in size. As a precaution the instructions for use state: "band ligation may not be effective when applied to small varices." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the varices were small in size, a cook representative has been directed to contact the medical facility involved in an effort to promote future education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic variceal ligation (evl), the physician used three (3) cook 6 shooter saeed multi-band ligators. The clinician was ready to band off esophageal varices. The problem occurred with the first band. It was deployed correctly, however the band did not constrict. This occurred on the entire set of bands with the first device. Then the clinician used a second device, and again all of the bands deployed correctly however the bands were not constricting (see related MDR 1037905-2017-00151). A third bander was used, and the same thing happened (subject of this report). The patient did not receive any treatment as the bands did not work and there weren't any other devices to use at the hospital. The patient will need to be re-banded at some stage, it was lucky for the patient as they weren't needing emergency or urgent banding, so the clinician said it should be fine until another device is received.